Manufacturer narrative:
Upon receipt the lead was found cut 6.5cm distal to the is-1 connector pin and 48cm proximal to the lead tip. A medial part was not returned. The performance of the returned fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 3cm proximal to the lead tip abrasion marks were detected on the outer insulation and the inner insulation was found abraded through and a short circuit was measured. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2021, it was reported to (B)(6) hospital from (B)(6) hospital that there was a noise in the rv lead. On (B)(6) 2021, explantation was performed. During interrogation, ventricular sensing was set to unipolar and sensitivity was set to 7.5 mv, and noise was constantly confirmed in real time. There is a part that oversenses even with a dull sensitivity setting, thus it changed to an external cardiac pacemaker because it was a complete atrioventricular block (chb). After device explantation, psa measurement was performed and the resistance value was around 180 ohms (it was confirmed there might be a lead coating damage.) The operation was completed. The physician suspects the device malfunction.